Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified a broken device has red particles on the surface of the device and on the gel. Labeled as right side. Additional, changed, and/or corrected data: a.2., a.6, b.5, d.4, d.6a, d.6b, h.4, h.6.

Event description:
Affected side right. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by ultrasound and MRI. Affected side unknown. Device remains implanted.